Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 56 tubes cracked after tubes were frozen, thawed, and during processing in the centrifuge. In one instance skin exposure occurred when centrifuge was turned on however there was no open wounds reported. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation, which show tubes with cracks in the sides. The reported defect occurred after the blood samples were collected, centrifuged, and then frozen at minus 20 degrees. A total of 100 retained samples were visually inspected, with no issues identified. The product's expiry date is 31 march 2025. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 56 tubes cracked after tubes were frozen, thawed, and during processing in the centrifuge. In one instance skin exposure occurred when centrifuge was turned on however there was no open wounds reported. There was no other health impact or consequences reported.